Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated that they experience the error when at work (low signal; 1 dot out of 5). Dexcom representative advised patient that there needs to be good signal as the application needs internet connection to function. Patient stated that they went outside and received a better signal and the device connected right away. No additional patient or event information is available.